Manufacturer narrative:
Product was replaced and requested back.

Event description:
The lay user / patient contacted lfs (B)(6) 2013, alleging inaccurate erratic readings on his one touch verio pro meter. The patient mentioned that they had tested and obtained a 250 mg/dl and a 500 mg/dl. Readings were within 20 minutes from one another. The patient denied exhibiting any symptoms due to the alleged issue. The patient self-treated with insulin and did not seek any further medical attention. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the back to back readings are greater than 20 % or 20 mg/dl.